Event description:
It was reported that the patient experienced suicidal ideation. The patient took five motrin with the intent to harm herself, but stopped because she changed her mind. The patient also experienced unusual thoughts, including homicidal ideation. The patient later committed preparatory acts toward imminent suicidal behavior by starting to write a suicide note. It was possible that the events were related to the programming / stimulation. Interventions included increased vigilance, telephone contacts, reprogramming on (B)(6) and (B)(6), and removing the pills from the patient's access. The events were reported as ongoing. See also MFR. Rep. # 3004209178-2012-06069.

Event description:
Additional information received reported that the patient took four klonopin with the intent to 'get away from everything and go to sleep'. The patient was reprogrammed on (B)(6) of 2012. The patient was also brought in for an unscheduled visit. Patient outcome was reported as resolved without sequela as of (B)(6).

Manufacturer narrative:
(B)(4). Lead: model 3391s-40, lot# v159340, implanted: 2009 (B)(6), explanted: na; extension: model 7482a51, serial# (B)(4), implanted: 2009 (B)(6), explanted: na; adaptor: model 3550-05, lot# n191100, implanted: 2009 (B)(6), explanted: na.

Event description:
Additional information received reported that the patient's homicidal ideations resolved without sequela on (B)(6) 2012 and the patient's unusual thoughts resolved without sequela on (B)(6) 2012.